Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code, health effect - clinical code¿h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after a right knee meniscal allograft transplantation using a fast-fix flex, when the patient got out of bed, the knee "went" on him, it was unable to rectify himself and x-rays shows the meniscal transplant had moved out of place. A reoperation was scheduled for (B)(6). The patient current status is unknown.

Manufacturer narrative:
H10: internal complaint reference case. (B)(4).